Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively after 5 minutes of working with the device it suddenly did not open. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found eschar buildup in the device knife track. The reported condition was confirmed. The investigation found the knife blade was stuck on eschar buildup, which prevented the knife from advancing forward or retracting back to its home position. The stuck knife blade on eschar prevent the device from opening and closing properly. The investigation identified the root cause of the reported event to be user error for improperly cleaning the device. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively after 5 minutes of working with the device it suddenly did not open. The device did not locked on tissue. They used another like device to complete the procedure. There was no patient injury.